Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance >3,000 ohms. The lead was fractured. The rv lead was explanted and replaced. During the lead revision procedure, it was noted that the implantable pulse generator (ipg) had a substance in the header. Therefore, the physician requested a new device. In addition, the right atrial (ra) lead was reported to be "tight" so the physician capped the lead and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was received in segments. The distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, a cosmetic white substance developed on the outer insulation of the lead in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.